Event description:
The operator of an advia centaur xp instrument received luminometer errors while patient samples were being processed. No patient results were generated. There are no known reports of patient intervention or adverse health consequences due to the luminometer errors on patient samples.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a waste probe obstruction, which was causing luminometer motor movement errors. The fse replaced the waste probe and then calibrated the instrument and ran quality controls, all of which were within range. The cause of the luminometer errors on patient samples was an obstruction of the waste probe. The instrument is performing according to specifications. No further evaluation of this device is required.